Event description:
It was reported that an asymptomatic patient presented non-sustained lead noise due to post-paced t-wave oversensing via (B)(4). Programming changes were made during device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.